Manufacturer narrative:
Lead and ipg replacement was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's left extension was having high impedances. Surgical intervention was undertaken wherein the extension was explanted and replaced. During the procedure, a wire was observed to be sticking out of the extension. Investigation was unable to identify which extension attributed to the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch: 6272519.